Event description:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
Upon receiving additional information of the reported event, it was determined to be not reportable as this product was not involved in the event. The initial report should be voided.

Manufacturer narrative:
(B)(4). D10: cat: 0100561317, lot: 3122141, wagner cone prosthesis. Cat: 00877503603, lot: 3156929, bioloxâ® delta, ceramic femoral head. Cat: 30103604, lot: 66179347, 36mm i.d. Size d neutral liner. Cat: 00625006520, lot: j7488887, bone screw self-tapping. Cat: 00625006525, lot: j7526159, bone screw self-tapping. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient is being considered for a hip revision due to bacterial infection and loosening. Patient reports pain, swelling, and trochanteric bursitis diagnosis. Revision is planned but has not yet taken place.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: b5; b6; g3; h6 health impact code. The following sections were corrected: h6 clinical codes remove e161202, e2123, and e1901 and add e161201. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately two years post-implantation, the patient is being considered for a hip revision due to loosening with infection unlikely. Patient reports pain, swelling, and trochanteric bursitis diagnosis. Revision is planned. Attempts have been made and no further information has been provided.